Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 implantable pacing lead, (B)(6) 2011; 4469 implantable pacing lead competitor, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient came into the office complaining of feeling woozy. Follow-up received revealed they could not find an issue with the right ventricular (rv) lead however, lead impedance changes were noted a bit when the patient was standing versus sitting but only by about 80ohms or so. To be safe reprogramming was done. It was also noted that wooziness was probably due to mild dehydration. The lead remains in use. No patient complications have been reported as a result of this event.